Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset procedure, although the customer was unable to reset the pump at that time and planned to call back when at home.